Event description:
It was reported that during a percutaneous coronary intervention procedure. A balloon rupture occurred. The 70% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). The 12mm x 2.5mm maverick 2 monorail balloon catheter was used for dilatation of the lesion. An initial and secondary inflation was performed at 18 atms each, upon the third inflation the balloon ruptured. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported complications and the patient post procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device returned by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).